Event description:
The manufacturer received information alleging a ventilator screen turned red and an inoperative alarm occurred. This is the seventh time occurrence of the same issue for the same patient. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error indicating that the amount of fluctuation in flow sensor deviated from the standard. A "fix" was performed with the dedicated software then the issue was resolved. Additionally, the device's flow sensor was also replaced as preventive action.